Event description:
Allegedly, a literature document was received detailing the following: zachary-2021: 39 cases of pseudotumor. No revisions. Zachary 2021- cobalt levels and pseudotumor characteristics vary due to metal ion source modular femoral neck vs metal-on-metal articulations

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint could not be confirmed. The provided literature document states that 39 patients with a cocr modular neck were found to have a pseudotumor. For patients without metal-on-metal articulation, elevated serum cobalt levels were paired with a pseudotumor for 19 patients while 20 patients with metal-on-metal articulation was found with a pseudotumor. Mpo does not have specific information regarding products, manufacturing lots, patient details, or dates. Furthermore, mpo cannot determine from the available information if any of these occurrences have been previously captured and investigated. Investigation concerning patient reactions to cobalt chrome modular necks have been investigated and monitored through corrective and preventive action (CAPA) #282. This CAPA states, "the potential for a patient reaction when implanted with a profemur® cocr modular neck is a known risk for this product technology. A combination of patient and surgical factors can contribute to an elevated risk of an adverse patient reaction. These factors include, but are not limited to, patient sensitivity, surgical technique, patient weight and activity level." Concerning the patients with metal-on-metal articulation, it cannot be determined the extent that the cocr modular neck could have contributed to the alleged pseudotumor compared to the bearing components. Despite the large quantity for complaint resulting in a spike in complaints between incidents 25040018 and 25040020, mpo has confirmed that the current occ value is the same as the occ value in the currently approved dfmea for this product, wd011681 revision 06. No further conclusions can be made from the available information. Based on this information, no additional actions are deemed necessary at this time. Mpo will continue to monitor for this complaint issue.